Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer restarted the pump themselves but could not confirm the exact fault ID. Technical support decided to replace the pump, confirmed the shipping address, instructed the customer to use an alternate therapy (mdi) to ensure insulin delivery, and provided guidance on returning the faulty pump using a pre-paid label within 10 days.